Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: 3145193, batch: 20425596.

Event description:
It was reported that the patient was experiencing high impedance on the leads. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted leads were discarded by the medical facility and will not be returned.